Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: extended opening on the radius, fold creases and underweight. A visual and microscopic analysis were performed which identified: sharp crease opening on the radius, smooth crease opening on the radius, stress marks and wear abrasion. Based on the device analysis the final assessment is: a sharp crease opening on radius and smooth crease opening on the radius, assessed as a fold flaw opening.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.